Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0087-eo - g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-8978-cp implant systems (2) swivelocks broke. This occurred during a thumb reconstruction on (B)(6) 2025, when the sutures were being tightened, both of the eyelets broke off. The patient had a medium bone quality that was prepped using the drill in the kit. All fragments were retrieved from the patient. The case continued using a second ar-8978-cp implant system. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.